Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump rejected new batteries. Customer stated that date was losing on insulin pump when changing out batteries and priming was taking longer. Customer stated that insulin pump had received unexplained no delivery alarms multiple times when trying to bolus for insulin. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.